Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient was admitted from the emergency room on (B)(6)2018 for nausea, vomiting, and gi complaints. The patient had a motor stall and underwent pump and catheter replacement on (B)(6)2018. The event was noted as ongoing.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l75131, implanted: (B)(6) 2000 b)(6)explanted: (B)(6) 2018, product type: catheter, product ID: 8709, lot# l75131, implanted: (B)(6) 2000, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's entire system was returned to the manufacture. It was noted the catheter was replaced as there was no clear flow of csf when the catheter was cut and fluid was aspirated between the flange and connector. The catheter was not perfect so it needed to be replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated while subject was undergoing a pump replacement due to a motor stall. The catheter was flushed with no free flow of cerebrospinal fluid (csf) in surgery when replacing the pump, so the catheter was replaced as it may have been a non-functioning catheter. It was noted there was no catheter kink. It was noted that surgical observation revealed a potentially non-functioning catheter that needed replacement on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via clinical study indicated that the event resolved without sequelae on 2018-(B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving morphine 50mg/ml at 20.998mg/day, bupivacaine 5 mg/ml at 2.0998mg/day, and clonidine 500mcg/ml at 209.98mcg/day via an implantable pump for non-malignant pain. It was reported the patient presented to the emergency room (ER) with nausea and vomiting. Upon device interrogation on (B)(6) 2018, the pump indicated a motor stall had occurred. The entire system was explanted/replaced on (B)(6) 2018. The reason/cause for the motor stall was unknown. The event required in-patient or prolonged hospitalization. The device diagnosis was pump motor stall and the clinical diagnosis was narcotic withdrawal. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2018. No further complications were reported/anticipated.